Manufacturer narrative:
D.4. Medical device lot #: 3129153 was reported, however, this is not a lot # manufactured for the reported catalog #. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system - single port, 20 g x 1.00 in. The tubing ballooned. There was no report of patient impact. The following information was provided by the initial reporter: IV tubing expanded and appeared to have a clot in it. It would not flush while in the patient. IV tubing felt very weak and thin. Patient CT scan was delayed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed a 20g nexiva IV catheter with evidence of use. The lot number provided 3129153 aligns with material 383557 nexiva 20 ga x 1.25in sp with maxzero however the material number provided in the report is for material number 383516 nexiva 20 ga x 1 in single port. This investigation was performed for the 383516 nexiva 20 ga x 1 in single port. What appeared to be blood residue was observed within the catheter, catheter adapter and extension tubing. The section of tubing adjacent to the catheter adapter had expanded and ballooned. The functionality of the catheter could not be ascertained from the photograph. The reported issue was confirmed. Ballooning of the tubing can occur due to over-pressurization. Flushing against resistance or power injection above the recommended pressure can cause the tubing to expand. Without the physical sample, the root cause of the reported event could not be determined. The instructions for use (IFU) indicate the nexiva devices are suitable for use with power injectors set to a maximum pressure of 300 psi and warns that failure to ensure patency of the catheter may result in catheter failure. Complaints received for this device and reported condition will continue to be tracked and trended.